Manufacturer narrative:
Photographs were received. The device history records were reviewed and identified no deviations or anomalies. This device is used for treatment. No information was provided to identify the other components used, so compatibility of the components could not be reviewed. A complaint history search found no other complaints for this part number/lot number combination. It is not suspected that the product failed to meet specifications. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a fragment of the tibial component fractured off when the articular surface was being trialed with the tibial plate on the back table.